Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
As the lead will not be returned, clinical observations cannot be confirmed. At this time the device has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and pulse generator exhibited a loss of capture in the right atrium (ra) at maximum outputs which were well above the capture threshold. The lead was surgically abandoned and the device was explanted. A new lead and device were successfully implanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device had not reached elective replacement time (ert) and appeared to be depleting normally, based on therapy use and programmed settings. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
--